Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device had an electrical reset. The patient explained that the time the reset occurred could coincide with passing through an airport security scanner. The parameters of the device were reprogrammed and the device remains in use. No patient complications were reported as a result of this event.